Event description:
The sister reported via phone call that they experienced low blood glucose on (B)(6) 2015. Customer's blood glucose declined to 38 mg/dl. It was found the paramedics were called for treatment. Customer was treated with juice and a banana for their blood glucose. The paramedics were able to raise the customer's blood glucose to 177 mg/dl. The perceived cause of the customer's low blood glucose was from too much insulin. The customer also reported their current blood glucose was 238 mg/dl. The caller declined to troubleshoot and requested to have the insulin pump replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with cracked case at display window corners. The insulin pump received with minor scratched lcd window.